Event description:
It was reported that programmer interrogation of this subcutaneous implantable cardioverter defibrillator (s-ICD) system was unsuccessful. It was noted that the patient was not enrolled in remote monitoring. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause/resolution and initial reporter contact details. At this time, no further information is available. Should additional information become available this report will be updated. This product investigation is still in progress. This report will be updated when product investigation is complete.